Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, leakage was observed and heard from the device. Pneumotaponator pressure was measured with 10 cm h2o,15 cm h2o insufflation was performed to leave it at 30 cm h2o, leak persisted for which a chest x-ray was reviewed of the day, the orotracheal tube was evidenced at 6 cm from the carina. It was sought, without success, to position the tube properly. The patient presented a significant decrease in oxygen saturation. Therefore, the doctor decided to change the orotracheal tube. At the time of change, herniated (dysfunctional) pneumotaponator was evident.